Event description:
The customer stated that he experienced low blood glucose levels while driving and was in an automobile accident. Prior to the accident, the customer stated that his blood glucose reading after work was 40 mg/dl. The customer stated that he drank a 20 oz. Soda, then drove home. The customer was not hospitalized or treated by the paramedics. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin that was in the reservoir. The insulin pump was not exposed to any strong magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.